Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, there was no damage found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump with no yellow o ring showing. The battery cap measurements were within specification. The pump powered up with audible, vibratory and blank display screen. The bolus button and download history could not be downloaded. The pump cover was removed and there was no internal moisture found. The eeprom component was found to be cracked. A unity test code downloader tool application was used to upload test code to master/slave/periph processors and the upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿.#6. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.